Manufacturer narrative:
We were made aware by our distributor of an event reported on maude database (report number mw5100144) of which we had not been made previously aware. Checked conformity of DHR. We asked for further information and for availability of the device: based on the information received, a possible cause is wrong programming of the flowrate by the patient. Once the pump is returned the inspection will be completed and the report will be updated accordingly.

Event description:
We were made aware by our distributor of an event reported on maude database (report number mw5100144) of which we had not been made previously aware. Event description: "spoke with patient regarding issues with deferral and crone pump, she advised yesterday she thought battery was low so she took out batteries and put them back in. She noticed during her scheduled infusion that it started beeping and infusion was completed after only 30 minutes instead of usual 8 hours. She reached out to her nurse and was advised to seek medical attention since she reported side effects of heart palpitations. She called on-call md for hematology and they advised she should be okay. She went to md and some blood work and had low hemoglobin. Scheduled to receive a blood transfusion for this tomorrow. She said earlier that she did have the heart palpations, headache, nausea and stomach cramps. She advised she is no longer experiencing these side effects. Following up with md and nursing tomorrow. Reported to (B)(6) by: patient/caregiver."